Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they had to press more than once. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input and there was response from any button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.